Event description:
During review of the as-received settings of the returned vns generator, it was noted that the settings were indicative of a faulted diagnostic test. It is unknown if the faulted diagnostic test was performed on the date of explant (and therefore the patient would not be affected) or if the programming anomaly occurred prior to explant. Attempts have been made for additional information; however, they have been unsuccessful.